Event description:
It was reported that the patient came into the clinic after the physician received a high impedance warning on the right ventricular (rv) lead via a remote monitoring transmission. It was also noted that the lead had a sudden increase in impedance, oversensing and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The partial lead was returned in segments and analyzed. The distal conductor was fractured. The defib conductor was distorted and all conductors had blood/body fluid (not obstructed). The outer insulation had a white substance, cosmetic depression, breached depression, and was melted. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The lead was stretched. Visual analysis could not determine the anchoring sleeve fixation site.